Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised force sensor system alarm due to motor error alarm. However, device passed rewind test and displacement test.